Event description:
Pt was implanted with an itrel stimulator to treat chronic intractable pain (trunk/ limbs). The pt called the MFR to report that he had been "shocked" by a security device at a retail store. The pt was instructed to either turn off his device before walking through security devices or ask the store retailer to let him walk around them. The pt recovered without incident and stated he would follow up with his physician regarding these issues.